Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, it was reported that the patient was brought to the hospital by her spouse as she could not move and had passed out. At an unknown point during the event the cgm reading was 250 mg/dl, and the blood glucose reading was 800 mg/dl. At the hospital the patient was given treatment with 7 units of insulin 4 times a day and according to the husband, the patient also had ketoacidosis. At the time of the report the patient was already admitted in the hospital for 2 days and there was no indication of when she would be discharged, but it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.